Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that when he removed the cassette there was fluid leaking inside the pump module. The cycler had alarmed for air detected in the cassette. A follow up call was made to the patient's nurse who reported that there has been no patient injury. The patient's effluent has remained clear, and no antibiotics have been provided. The set was discarded.